Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received multiple alarms as well as a blank display. Customer's blood glucose level at the time 231mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. No error alarm could be verified due to the blank display. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.